Manufacturer narrative:
(B)(4).

Event description:
A talent converter stent graft was implanted in a pt for the emergent endovascular treatment of a pre-operative ruptured of a 12 cm abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the pt presented in the operating room with the ruptured aneurysm and the decision was made to implant a talent converter in an attempt to treat the ruptured aneurysm. The stent graft was successfully implanted. The pt had lost a large amount of blood and was placed on a ventilator. The pt expired later the same day.